Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) the patient experienced pericardial effusion and tamponade from perforation. The actual device was not deployed however staining of the pericardium was noted. The patient underwent pericardiocentesis with a drain placement and was transferred to the intensive care unit (ICU). The ipg was attempted / not used. No further patient complications have been reported as a result of this event.